Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. At the time of call, user was not at home and did not have time to complete the troubleshooting steps so a follow up call was scheduled. During the follow up call, user could not be reached so a voicemail was left with the reason for the call, contact number and operational hours.

Event description:
On 11 july 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.